Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 600 mg/dl at the time of incident and current blood glucose level was 164 mg/dl. The customer was treated with insulin pump for high blood glucose level. The customer performed displacement test and high pressure test and it passed. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump was programmed with a test guardian 2 link and a test plug. The pump communicated properly with the sensor. The display showed the calibrate your sensor alarm properly after completion of the warm up. Pump display the programmed value, 135 mg/dl, properly on the display graph. Pump was then programmed for auto mode. The display showed the calibrate your sensor alarm, 136 mg/dl, properly after completion of the auto mode warm up. Pump was monitored in the auto mode for two days. No unexpected time change noted during uploading the carelink pro or during auto mode monitoring period. Pump sensor feature and auto mode connection are working properly. No sensor related errors or anomalies were noted. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.